Event description:
It was reported that the patient felt "a little bit of pain" like "palpitation" when using the treadmill . The patient slowed their pace and the sensation went away. When they don't put their hands on the heart rate bars it does not happen. They also get palpitations sometimes when they get in the car. Follow-up with the physician indicated the patient has not reported the symptoms to the doctor but that the patient recently had a stress test and is doing fine. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.